Event description:
It was reported that the patient had not been able to feel stimulation for 3-4 days and was not able to make adjustments with or without the antenna attached. The patient had been having problems with her bladder for 3-4 days, and thought it was a bladder infection. The device had not been checked by the physician since the initial implant. The manufacturer device registration indicated the ins was replaced. Additional information has been requested, but was not available as of the date of this report. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3093-33 lot# v014613 implanted: (B)(6) 2007 explanted: product typ lead product ID 3037 serial# (B)(4) product typ programmer, patient. (B)(4).